Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit had cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. Cosmetic damage was confirmed cosmetic damage. Select patient information cannot be provided due to regional privacy regulations. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported damage to the pump. The customer reported no adverse event. The event involved product(s) mmt-754wwl. Troubleshooting was performed and no harm requiring medical intervention was reported. Mmt-754wwl was returned for analysis.